Event description:
It was reported the patient's devices were explanted due to estimated replacement indicator (eri) and end of life (eol). Follow up from the health care professional reported the cause of the event was a painful generator. The event was attributed to the battery. Signs and symptoms included pain at the battery site. It was noted there was no injury to the patient. It was unclear whether the device was removed due to normal battery depletion or to pain at the battery site.

Manufacturer narrative:
Product ID, 3889-28 lot# v434656, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Final analysis of the implantable neurostimulator found it was "functionally ok" and had "insignificant anomalies."the exact nature of the insignificant anomalies was unspecified. Final analysis of the lead found it had a "broken conductor" and was "overstressed/damaged."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.